Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (with complications)/ high risk pregnancy"), gestational hypertension ("high risk pregnancy:high blood pressure") and caesarean section ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)" in 2014. The patient's medical history included pregnancy with contraceptive device in 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced gestational hypertension (seriousness criterion disability). On (B)(6) 2014, the patient underwent caesarean section (seriousness criterion medically significant) and experienced premature delivery ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery"), 5 years 3 months after insertion of essure. At the time of the report, the pregnancy with contraceptive device, gestational hypertension, caesarean section and premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, gestational hypertension, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the first pregnancy episode under essure was captured under the case (B)(4). Tubal ligation was performed on unspecified date. The plaintiff had taken leave from her job from (B)(6) 2014 due to high risk pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 13-feb-2019 for the following reason: amendment done. All the information added from 5-sep-2018 was removed. Lot number, date of removal, removal surgery was removed. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (with complications)/ high risk pregnancy"), gestational hypertension ("high risk pregnancy:high blood pressure") and caesarean section ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery") in a 30-year-old female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)" in 2014. The patient's past medical history included pregnancy with contraceptive device in 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2014, the patient experienced gestational hypertension (seriousness criterion disability). On (B)(6) 2014, 5 years 3 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant) and premature delivery ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery"). On (B)(6) 2014, the patient experienced caesarean section (seriousness criterion medically significant) and premature delivery ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (excision performed during a hernia surgery once uterine perforation of the microinsert was discovere). Essure was removed in (B)(6) 2015. At the time of the report, the pregnancy with contraceptive device, gestational hypertension, caesarean section and premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, gestational hypertension, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the first pregnancy episode under essure was captured under the case 2017-031862. Tubal ligation was performed on unspecified date. The plaintiff had taken leave from her job from (B)(6) 2014 to (B)(6) 2014 due to high risk pregnancy. Diagnostic results: in (B)(6) 2009 hysterosalpingogram (hsg) result: unilateral occlusion (right tube occluded). No coil was inserted in left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (with complications)/ high risk pregnancy"), gestational hypertension ("high risk pregnancy:high blood pressure") and caesarean section ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery") in a (B)(6) female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complications)" in 2014. The patient's past medical history included pregnancy with contraceptive device in 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2014, the patient experienced gestational hypertension (seriousness criterion disability). On (B)(6) 2014, 5 years 3 months after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant) and premature delivery ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery"). On (B)(6) 2014, the patient experienced caesarean section (seriousness criterion medically significant) and premature delivery ("pregnancy (with complications): high blood pressure, caesarean section, premature delivery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (excision performed during a hernia surgery once uterine perforation of the microinsert was discovered). Essure was removed in (B)(6) 2015. At the time of the report, the pregnancy with contraceptive device, gestational hypertension, caesarean section and premature delivery outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, gestational hypertension, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the first pregnancy episode under essure was captured under the case (B)(4). Tubal ligation was performed on unspecified date. The plaintiff had taken leave from her job from (B)(6) 2014 due to high risk pregnancy. Diagnostic results: in (B)(6) 2009 hysterosalpingogram (hsg) result: unilateral occlusion (right tube occluded). No coil was inserted in left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received: pregnancy(with complication) event marked as a incident. Case upgraded from other event to incident category. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.